Manufacturer narrative:
Initial trend analysis for lots: 64405 and 66866a was conducted, no malfunctions were found. This is the only complaint for lots: 64405 and 66866a. Further investigation will be conducted to determine the root cause of complaint.

Event description:
Customer reported that item: 830165, lots: 64405 and 66866a are "bowing, bent toward center and bent towards needle, plungers have no resistance and come out completely near the 10th unit of the barrel, no damages to shipping box".

Manufacturer narrative:
Retained lot samples for syringe lots 66866a and 64405 were tested for barrel bending and barrel manufacturing. No abnormalities were found during testing.

Event description:
Customer reported that item 830165 lots 64405 and 66866a are "bowing, bent toward center and bent towards needle....plungers have no resistance and come out completely near the 10th unit of the barrel....no damages to shipping box".